Event description:
It was reported that a a small pilot hole was punched for the multifix s ultra in the humeral cortex. When the mulitfix s ultra was inserted into the hole and started punching it in with the mallet, the peek tip of the anchor broke off. A deeper hole was punched for the anchor and opened another multifix s ultra and it worked perfectly. No patient injury or significant time delay reported.

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection of the device found that the multifix s was received undeployed with the anchor broke off. Functional evaluation cannot be performance due to the broken condition of the anchor. The complaint was verified, but the root cause for the broken anchor could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: caution: use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.